Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stenosis caused by a malignancy. The patient's anatomy was not dilated prior to stent placement. During the procedure, heavy resistance was met when the delivery system was advanced through the inferior flexure of the duodenum. However, the physician was able to insert the delivery system into the target lesion. During deployment, resistance was met when the distal handle was withdrawn and the stainless steel shaft bent. The stent was unable to be deployed; therefore, it was removed fully constrained on the delivery system and another device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed and some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of stent partially deployed. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was partially deployed by 4 mm. The outer sheath was kinked proximal to the mounted stent. It was noted that the stainless steel shaft was bent. During a functional analysis, an attempt was made to retract the distal handle in order to deploy the stent; however, resistance was met and the stent could not be deployed. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the event, a definitive root cause could not be determined.